Manufacturer narrative:
Submit date: 12/27/2016. An investigation is currently underway. Upon completion, the results will be forwarded,

Event description:
It was reported to covidien on(B)(6) 2016 that a customer had an issue with an epump. The customer states that the display is blank and doesn't work properly.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of bad display. The unit was triaged and the reported issue was confirmed. The root cause of reported condition was due to the battery not holding a charge. This is typical routine maintenance. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.